Manufacturer narrative:
(B)(4). Concomitant medical products: cat#103202 taperloc por fmrl 7.5x135 lot#521400, cat#105423 rnglc locking ring sz 23 lot#unk. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: (B)(4). 0001825034 - 2021 - 01616, 0001825034 - 2021 - 01617.

Event description:
It was reported that the patient underwent a left hip arthroplasty approximately 6.5 years ago. Subsequently, patient was revised due to dislocation approximately 1.5 months later. The patient was revised again approximately 2 months later due to dislocation and it was found that the liner had fractured. Subsequently, approximately 4 years later, the patient was revised again. The acetabular cup, liner and head had broken resulting in pseudotumor formation and metallosis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
D10: cat#11-107016 reedom constr hd 36mm t1 -6mm lot#unk. Cat#14-103652 univ 2-hole shl 52mm lnr sz 23 lot#961440. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: dislocations, pain, fracture, heterotopic ossification, liner wear, squeak, metallosis, and tumor. A review of the device history records identified no related deviations or anomalies during manufacturing. The previous root cause remains the same. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a left hip arthroplasty. Subsequently, patient was revised due to dislocation approximately 1.5 months later. The patient was revised again approximately 2 months later due to dislocation and it was found that the liner had fractured. Subsequently, approximately 4 years later, the patient was revised again due to pain, recurrent dislocation, and noise. During the revision, it was found that the cup had broken at the base due to mechanical impingement with flexion. The ring and liner were also fractured resulting in metallosis and pseudotumor formation. All components were replaced without complication. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. D10: cat# 105423 rnglc locking ring sz 23 lot#467890. Cat# 103202 taperloc por fmrl 7.5x135 lot#521400. Cat#103533 ti low profile screw 6.5x30mm lot#374270. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01615. 0001825034- 2021- 03328. 0001825034-2021-03329.